Event description:
A hydratome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008. According to the complainant, "...the cut wire broke during [a] sphincterotomy." The procedure was completed with another hydratome rx sphincterotome. No pt complications were reported as a result of this event and the pt's condition was reported as "fine" following the procedure.

Manufacturer narrative:
The suspect device was not returned for eval. A device analysis is not available; therefore, the cause of the reported malfunction is undermined. A search of the complaint database did not identify any additional complaints recorded for this lot. The february 2008 15-month jagtome rx sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome rx sphincterotome product family is included in the same trend report as the jagtome product family.